Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 16079639 revealed no anomalies during the manufacturing and inspection processes. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately 8-9 hours after a successful heart ablation procedure, it was reported that the physician attempted to remove the 8f avanti plus sheath from the femoral vein and encountered resistance. The physician pulled harder which is when the proximal end of the sheath (including the hemostatic valve) detached from the cannula. In order to remove the cannula from the patient's body, a surgical procedure involving a cut down to the femoral vein was performed in order to remove the remaining sheath. The surgery was successful and the patient was discharged a couple of days later. The patient was stable immediately following the event. The device was stored, inspected, handled, and prepped according to the instructions for use (IFU) specifications. The device was not pulled from the packaging by the hub. There were no anomalies noted to the device prior to use and the device was flushed properly according to the IFU guidelines. The device had not been resterilized. The patient was being treated for atrial fibrillation. The access site was located at the femoral vein with no noted stenosis or calcification. Excess force was not applied at any time during the procedure. There was no difficulty or resistance noted during prep, insertion of the dilator, insertion over the wire, removal of the dilator, and insertion or withdrawal of any other devices through the sheath. The sheath did not kink or bent prior to the separation. An obturator was not used in the sheath after the procedure. The sheath had not been used for any infusions. A non-sterile si avanti+ 8f std w/gw was received for analysis inside a plastic bag. The body shaft of the catheter was received separated at the proximal end. The hemostasis valve/hub was not received for analysis. No other anomalies were found. Sem results show that the body external surface presented with evidence of scratches and elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched or pulled until separation occurs. Stretching or pulling could have been related to these separation characteristics. Review of lot 16079639 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter sheath introducer (csi) - withdrawal difficulty¿ could not be evaluated due to the condition in which the product was received. The exact cause of the event experienced by the customer could not be conclusively determined. The complaint reported by the customer as ¿hemostasis valve/hub - separated¿ was confirmed during analysis due to the condition in which the product was received; however the hemostasis valve/hub was not received for analysis. The exact cause of the body shaft separation from the hemostasis valve/hub condition could not be conclusively determined during the analysis. However, procedural factors (evidence of elongation and absence of an obturator) may have contributed to the event as reported. According to the product IFU, users are warned to not leave a csi in place for extended periods of time without a catheter or an obturator to support the cannula wall. Furthermore, if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. The device history record review and analysis results do not suggest that this event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Approximately 8-9 hours after a successful heart ablation procedure, it was reported that the physician tried to remove the 8f avanti plus w/gw no obt sheath from the femoral vein and encountered resistance. The physician tried to pull harder and then the proximal end of the sheath (including the hemostatic valve) detached from the cannula. In order to remove the cannula from the patient's body, surgical procedure involving cut down to the femoral vein was performed. The surgery was successful and the patient was discharged couple of days later. The patient was stable immediately following the event. The patient was being treated for atrial fibrillation. The access site was located at the femoral vein with no noted stenosis/calcification. The device was stored, inspected, handled, and prepped according to the IFU specifications. The device was not pulled from the packaging by the hub. There were no anomalies noted to the device prior to use and the device was flushed properly according to the IFU guidelines. Excess force was not applied at any time during the case. There was no difficulty or resistance noted during prep, insertion of the dilator, insertion over the wire, removal of the dilator, and insertion or withdrawal of any other devices through the sheath. The sheath did not kink or had been twisted/torqued prior to the separation. An obturator was not used in the sheath after the procedure. The sheath had not been used for any infusions. The device had not been resterilized. The component that was removed from the patient was returned for analysis.